Event description:
Masses have been noted around tha. The ae form indicates that the reason for revision is altr (adverse local tissue reaction).

Manufacturer narrative:
(B)(4) for full investigation. Examination of the reported devices was not possible as they remain yet implanted. A search of the complaints finds no other reports against the provided product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.